Event description:
Philips received a complaint reporting a power cord with heat damage on a v60 ventilator. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed the power cable was burnt. The pse determined the cable was loose which caused the heat damage and cable replacement was necessary. The pse reported the power cord in use by the customer was not an approved part for use with the v60 and as a result, the cable was not well connected to the equipment´s ac inlet. This issue was due to use error, the correct part was not utilized and due to the number of hours connected to ac, there was cable heating. The device was repaired by replacing the power cord and ac inlet. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17798. Contact office information updated.